Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a retrograde pyelogram cystoscopy right ureteral stent placement procedure. According to the complainant, during the procedure, the balloon burst at 20 atmospheres. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".